Event description:
Reporter alleged blood glucose results of 377 mg/dl on the advantage system compared to 60 mg/dl on a professional meter when tests were performed back-to-back. Reporter stated customer had no symptoms. Reporter stated that back physician decreased or discontinued an oral diabetes medication based on the result from the professional meter. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.